Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the utility of three-dimensional printing in physician-modified stent grafts for aortic lesions repair¿. Zasada, w.a.; stepak, h.; weglewska, m.; swi atek, l.; kluba, j.; ´ krasinski, z. Journal of clinical medicine 2024 13 2977, https://doi.org/10.3390/jcm13102977, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ the utility of three-dimensional printing in physician-modified stent grafts for aortic lesions repair¿. The objective of this systematic review was to investigate the utility of 3d printing in physician modified stent grafts in aortic lesion repair by examining procedure time and complications. Five studies with a total number of 172 patients were included in the final review. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic endurant, and medtronic valiant captivia. Non mdt stent grafts were also implanted in the patient population. Among the patient population the following malfunctions occurred: type I endoleak, type iii endoleak.